Event description:
It was reported that a patient came in with pain. It was observed that the screw moved into the pelvis.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices and the x-rays and medical records received matched the report and the reported event was confirmed. Technical investigation of the devices returned: no deviation was found in the manufacturing documents of the trochanteric nail kit and the set screw. In the case presented the lag screw had completely left the nail and dislocated into the small pelvis. Appearance of the received (assembled) devices, in particular the position of the set screw inside the nail, missing imprints / deformations at the rounded tip of the set screw and missing imprints / deformations in the four grooves of the lag screw, as well as evaluation of the relevant x-ray indicate, that in the given case the central migration of the lag screw was caused due to an insufficient insertion of the set screw. From a technical point of view in this case no implant defect was verified. All function tests performed revealed the devices received being fully functional. Dimensional examination of the nail, the lag screw and the set screw returned revealed no deviations in the relevant undamaged areas. Furthermore, proper dimensions of the devices returned were confirmed by successful function tests. Evaluation revealed that the root cause of the reported event is not linked to a deficiency of the devices, but is rather related to an insufficient insertion of the set screw, that could have been detected by the surgeon according to gamma3 operation technique. Medical aspects: the information received including the x-rays as well as the technical investigation were forwarded to a medical expert for review who confirmed the insufficient insertion / incorrect position of the set screw according to the x-rays and had no further comments from medical point of view. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product.

Event description:
It was reported that a patient came in with pain. It was observed that the screw moved into the pelvis.